Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels in the 400's-500's (mg/dl) and ketones (highest of 0.7) since (B)(6) 2016. Customer administered insulin injections to treat bg levels. It was also reported that the customer experienced a low bg of 45 (mg/dl) on (B)(6) 2016. Customer consumed food and juice to treat the low bg level. Contact reported that the customer's health care provider has been contacted to discuss the bg events.